Event description:
Health professional reported after injection with juvederm ultra plus xc in the cheeks and nasolabial folds, the pt experienced "blisters and papules around the mouth and chin" 1 week later. "Solodyn" was used as treatment.

Manufacturer narrative:
Device labeling: postmarket surveillance. The following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache."